Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No blank display or damage to the display isolation tape was noted. However, the insulin pump was received with a corroded battery cap contact and battery tube. The battery display icon worked properly. The insulin pump was received with minor scratches on the display window and a shifted end cap sticker.

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display did not return. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).